Manufacturer narrative:
Review of the AED's internal log files determined that the service code was related to a potential low battery condition. Analysis of the AED log files identified that the customer's failure to promptly address the red asi warnings reduced the battery life expectancy. On 12/09/25, the AED reported a service code related to a potential low battery condition with battery serial number: (B)(6) and attempted to alert the user by flashing the red asi indicator and chirping. The AED continued to flash and chirp until on (B)(6) 2025, when a replacement battery was installed. Subsequently, battery serial number: (B)(6) was reinstalled, and the service code resumed. The service code was then cleared with a manual self-test. On (B)(6) 2026, the AED identified that the battery was low and attempted to alert the user by flashing the red asi indicator and chirping. The AED continued to flash and chirp until on (B)(6) 2026, when the battery pack became completely depleted. There was no evidence in the electronic logs of any user interaction to address the AED's condition until on (B)(6) 2026, when a replacement battery pack was inserted into the AED. The review determined that the AED functioned as designed and may remain in service.

Event description:
A customer reported that their AED's asi is flashing red, and the device is reporting a service code. The customer did not report this occurring during patient use.